Event description:
The customer reported a case of "fibrous reaction" and possible tass (toxic anterior segment syndrome) at one day post op following cataract surgery. No cultures were taken. The patient outcome was good.

Manufacturer narrative:
Prior to this complaint, the customer had reported similar events of inflammation. An alcon clinical representative visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding pre-operative preparation of the patient. Since this visit, it was reported that the facility is now having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer has made changes to their handpiece cleaning practices, and the clinical coordinator has reviewed the cleaning procedure with the staff. All associates were following the recommended guidelines. The system related to this complaint has been used by other surgeons, and none have encountered this issue. There are 5 infiniti systems at this facility. Each of these infiniti systems have been checked within the last 8 months to be within alcon specifications. The root cause of the inflammation is unknown at this time. Alcon has previously investigated this type of event, otherwise known as tass (toxic anterior segment syndrome). As part of this investigation, alcon co-sponsored a tass taskforce with the ascrs and the final report (dated 2006) found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in reported tass cases. The investigation of tass related issues has concluded there is no evidence that tass is associated with the use of an alcon product. This report mailed in to FDA on: 01/10/2008.